Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 1 of 3. See 1920664-2017-00057, and 00058.

Event description:
Customer states that after phaco the doctor has seen several metal shaving in the patients eye. Additional information: the particulate is found at the incision, it could not be flushed from the eye. No additional treatment will be performed as the doctor feels the metal particulate is inert, and will have no impact on the patient. No product is available for return.